Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer reports they believe the unit to be contaminated with bacteria. The device received, was tested, and found that it was contaminated. Cardioquip performed an internal water path replacement and tested post procedure and found it to be in acceptable limits.

Event description:
Customer reports contaminated external tubing.